Event description:
New information received notes that the patient's condition was stable post device reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate therapy. Review of the episode showed inappropriate antitachycardia pacing therapy and hv therapy for atrial fibrillation with rapid ventricular response rhythm due to intermittent atrial undersensing. The recommended programming change was made.